Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), serial number label missing and partially broken retainer. In conclusion, customer concern for cosmetic damage confirmed during visual inspection where cracked battery tube case and cracked battery tube threads were noted. Retainer ring damage confirmed due to partial broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.